Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer changed the infusion set and cartridge, and successfully resumed insulin therapy. Troubleshooting was unable to be performed with tandem technical support since pump supplies had been changed. Customer's blood glucose level was in the 400 mg/dl range.